Manufacturer narrative:
The reported issue of the patient undergoing a system explant due to wound dehiscence was not confirmed. This issue cannot be confirmed with product testing. The lead was returned cut in 2 pieces as a consequence of the explant procedure. No broken wires or breaching of the outer tubing were observed. Both segments passed continuity testing on all channels. A review of the production records pertinent to packaging and sterility were requested for the returned product results and will be recorded on the corresponding pi main. The root cause of the issue could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-32043, 1627487-2020-32622, 1627487-2020-32623. It was reported that the patient's lead implant wound reopened and started festering. As a result, surgical intervention occurred wherein the whole system was explanted.